Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. A73762-not valid,50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis gravidarum, ectopic pregnancy, miscarriage, premature birth and parity 2 ((B)(6) 2001, (B)(6) 2013). Patient's urine pregnancy test is negative, doubt ectopic pregnancy. Concurrent conditions included overweight, gastroesophageal reflux disease, itching, hypertension, throat pain, dyspepsia and umbilical hernia. Concomitant products included since 2011, lorazepam since 2007 and stavudine (zerit) since 2011. In (B)(6) 2013, the patient experienced loss of libido ("loss of libido"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("severe migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced depression ("depression"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia / heavy menstrual bleeding"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuations"). In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), fatigue ("fatigue") and fungal infection ("abnormal yeast infection"). The patient was treated with surgery (hysterectomy (full),on (B)(6) 2018 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, migraine, weight fluctuation, loss of libido, vaginal haemorrhage, fungal infection, headache and weight increased outcome was unknown, the back pain had resolved and the depression and menorrhagia had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Nausea and vomiting in pregnancy(mr). My tubes were blocked and I could no longer become pregnant on 2014(mr). Right tubal ostium and 4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: confirmed her fallopian tubes were fully occluded. Lot number (a73762 ) is invalid. Lot number:50705834 manufacturing date:2012/12 expiration date:2015/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/ pain') in an adult female patient who had essure (batch no. A73762-not valid,50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis gravidarum, ectopic pregnancy, miscarriage, premature birth and parity 2 ((B)(6) 2001, (B)(6) 2013). Patient's urine pregnancy test is negative, doubt ectopic pregnancy. Concurrent conditions included overweight, gastroesophageal reflux disease, itching, hypertension, throat pain, dyspepsia and umbilical hernia. Concomitant products included since 2011, lorazepam since 2007 and stavudine (zerit) since 2011. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea"), migraine ("severe migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced depression ("depression"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia / heavy menstrual bleeding"). In 2013, the patient experienced loss of libido ("loss of libido") and pelvic pain ("pain pelvic"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuations"). In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding"), fatigue ("fatigue") and fungal infection ("abnormal yeast infection"). The patient was treated with surgery (hysterectomy (full),on (B)(6) 2018 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, fatigue, weight fluctuation, loss of libido, vaginal haemorrhage and fungal infection outcome was unknown, the genital haemorrhage, dysmenorrhoea, back pain, dyspareunia and menorrhagia had resolved and the depression, migraine, headache, weight increased and pelvic pain was resolving. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Nausea and vomiting in pregnancy(mr) my tubes were blocked and I could no longer become pregnant on 2014(mr) right tubal ostium and 4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: confirmed her fallopian tubes were fully occluded.. Lot number (a73762 ) is not valid lot number:50705834 manufacturing date: 2012/12 expiration date: 2015/12. Most recent follow-up information incorporated above includes: on 16-sep-2020: pfs received: new events pain pelvic were added. Outcome for previously reported events pain during intercourse and heavy bleeding, cramping was updated to resolved and for event weight gain, depression, severe migraines and headaches were updated to recovering. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. A73762,50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis gravidarum, ectopic pregnancy, miscarriage, premature birth and parity 2 ((B)(6) 2001, (B)(6) 2013). Patient's urine pregnancy test is negative, doubt ectopic pregnancy. Concurrent conditions included overweight, gastroesophageal reflux disease, itching, hypertension, throat pain, dyspepsia and umbilical hernia. Concomitant products included loratadine ((B)(6)) since 2011, lorazepam since 2007 and stavudine (zerit) since 2011. In (B)(6) 2013, the patient experienced loss of libido ("loss of libido"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("severe migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced depression ("depression"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia / heavy menstrual bleeding"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuations"). In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), fatigue ("fatigue") and fungal infection ("abnormal yeast infection"). The patient was treated with surgery (hysterectomy (full), on (B)(6) 2018 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, migraine, weight fluctuation, loss of libido, vaginal haemorrhage, fungal infection, headache and weight increased outcome was unknown, the back pain had resolved and the depression and menorrhagia had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight (B)(6). Nausea and vomiting in pregnancy(mr). My tubes were blocked and I could no longer become pregnant on 2014(mr) right tubal ostium and 4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram in (B)(6) 2013: results: confirmed her fallopian tubes were fully occluded. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, vaginal bleeding, migraine, headache, back pain, most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. Reporter information, medical history, lot number added. Removal details has been added and case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. A73762-inv,50705834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis gravidarum, ectopic pregnancy, miscarriage, premature birth and parity 2 (06/07/2001, 15/02/2013). Patient's urine pregnancy test is negative, doubt ectopic pregnancy. Concurrent conditions included overweight, gastroesophageal reflux disease, itching, hypertension, throat pain, dyspepsia and umbilical hernia. Concomitant products included since 2011, lorazepam since 2007 and stavudine (zerit) since 2011. In (B)(6) 2013, the patient experienced loss of libido ("loss of libido"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("severe migraines") and headache ("headaches"). In june 2013, the patient experienced depression ("depression"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia / heavy menstrual bleeding"). In (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuations"). In 2014, the patient was found to have weight increased ("weight gain"). In june 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), fatigue ("fatigue") and fungal infection ("abnormal yeast infection"). The patient was treated with surgery (hysterectomy (full),on (B)(6) 2018 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, migraine, weight fluctuation, loss of libido, vaginal haemorrhage, fungal infection, headache and weight increased outcome was unknown, the back pain had resolved and the depression and menorrhagia had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Nausea and vomiting in pregnancy(mr). My tubes were blocked and I could no longer become pregnant on 2014 (mr). Right tubal ostium and 4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: confirmed her fallopian tubes were fully occluded.. Lot number reported (a73762) is invalid. Lot number (50705834 ) is valid. Most recent follow-up information incorporated above includes: on 10-jan-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.